Event description:
It was reported after a 2 hour endocranial angioplasty procedure, 6f angio-seal sts plus device was deployed in the common femoral artery and hemostasis was achieved. A pre-deployment angiogram revealed no anomalies. The patient's pre procedural pulses were nonpalpable, so palpation of the pulses post deployment were not confirmed. Two days later, with the absence of pain and symptoms, the patient went into shock. A CT scan revealed retroperitoneal bleeding and the patient received 2 units of blood. The patient was transferred to another hospital for care. The patient underwent surgical intervention to repair the bleeding site. Allegedly, the angio-seal was found outside of the artery with no deformity to the anchor. The subcutaneous angio-seal was removed. The puncture hole into the artery had a smooth round appearance and the physician sutured it there. The patient received 4 units of blood. The patient was transferred back to the initial hospital for recovery and is making good progress. The surgeon stated the single wall puncture was reported to be off center towards the lateral side of the vessel. No anomalies were experienced with the artery during the initial puncture. The physician was in the training and the sales representative was present.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Five paper print radiographic images were received with the event. These images represent a contrast injection in the lower extremity vessels of the iliac and femoral arteries. The images were taken in a right anterior oblique of 36 degrees. There are no right or left markers posted on the images. Based on the information received, the cause for the reported event could not be conclusively determined; however, the angio-seal was found outside the artery wall representative of a subcutaneous deployment. The angio-seal instructions for use (IFU) instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU states after arterial blood flow exits the drip hole in the locator, slowly withdraw the arteriotomy locator/insertion sheath assembly until blood slows or stops flowing from the drip hole. This indicates that the distal locator holes of the angio-seal insertion sheath have just exited the artery. From this point, advance the arteriotomy locator/insertion sheath assembly until blood begins to flow from the drip hole on the locator. If blood flow does not resume, repeat this process until blood flows from the drip hole again upon advancement of the assembly into the artery. The IFU cautions the use of the angio-seal device in patients with clinically significant peripheral vascular disease. The IFU cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.